Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys troponin I stat immunoassay and ckmb results. Of the data provided, only the troponin I results were discrepant. The initial result was 0.32 ng/ml. The repeat results were 0.50 ng/ml and 0.33 ng/ml. No erroneous result was reported outside of the laboratory. The result of 0.32 ng/ml was believed to be correct. The patient was not adversely affected. The reagent lot number was 23111700 with an expiration date of 31-may-2018. The field service representative found there was a fluidic failure and the measuring cell and sipper pathway was not precise. He replaced the measuring cell, all black tubing, and the sipper probe. He ran performance testing and verified results. The operator calibrated all tests, ran controls and verified results.